Manufacturer narrative:
(B)(4). Approximate age of device: 4 years and 5 months. The explanted pump was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient expired on (B)(6) 2017. The patient¿s spouse woke up to the lvad alarming, and the patient was not breathing. The patient was transported to a local emergency room, received an hour of CPR and remained asystolic. It is not known whether the lvad malfunctioned or if it alarmed in response to an unrelated event to the device. A system controller log file was submitted and reviewed by the manufacturer¿s technical services representative and low flow events were observed on (B)(6) 2017. The low flow events seemed to be physiological in nature and not equipment related. The file ends with the pump being disconnected.

Manufacturer narrative:
Although the low flow alarms were confirmed through evaluation of the submitted system controller log file, a potential cause could not be conclusively determined through this evaluation. Review of the log file showed low flow events on (B)(6) 2017 between 12:39pm and 12:49pm, due to the estimated flow being calculated below the low flow threshold of 2.5lpm. The evaluation of left ventricular assist system (lvas) did not reveal any device-related issues. The pump was returned assembled with the driveline intact. A clamshell from a prior repair was present. The sealed inflow conduit and sealed outflow graft conduit were returned attached to their respective pump ports. Upon disassembly, visual inspection of the pump blood-contacting surfaces revealed no evidence of adhered depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope did not reveal any anomalies related to wear or damage. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.